Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause of the no disposable-clamp tubing alarm, as well as the device double beeping, was the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was alarming no disposable clamp tubing. No adverse patient effects were reported by the customer.